Manufacturer narrative:
Complaint conclusion: as reported, a 4x100mm 155cm saber rx balloon catheter (bc) was delivered to the lesion in the superficial femoral artery (sfa) and inflated. The balloon ruptured at ten (10) atmospheres (atms). The device was replaced with a new balloon catheter to successfully complete the procedure. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast media being used was iopamiron, mixed 2:1 with saline. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There were no guiding catheters used. The lesion was described as moderately calcified with no tortuosity and 90% stenosis. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. The device did have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. Leakage was noted from the balloon. The event happened during the initial inflation. The maximum inflation pressure was 10 atmospheres (atms). The balloon catheter did not kink while being used. The product was removed intact from the patient. The balloon catheter used to complete the procedure was a non-cordis device. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17616454 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderately calcified with 90% stenosis) and procedural/handling factors (had to pass through a previously deployed stent) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber balloon catheter (rx4mm10cm155) was delivered to the lesion in the superficial femoral artery and inflated. The balloon ruptured at 10 atmospheres (atms). The device was replaced with a new balloon catheter to successfully complete the procedure. There was no patient injury reported. The device was clinically used. The device has been discarded due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast media being used was iopamiron, mixed 2:1 with saline. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There were no guiding catheters used. The lesion was described as moderately calcified with no tortuosity and 90% stenosis. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. The device did have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. Leakage was noted from the balloon. The event happened during the initial inflation. The maximum inflation pressure was 10 atmospheres (atms). The balloon catheter did not kink while being used. The product was removed intact from the patient. The balloon catheter used to complete the procedure was a non-cordis device.